Event description:
Our (B)(6) study manager knee, received info from the (B)(6) study centre in (B)(4) that pt #21 has passed away in (B)(6) 2010 (year of birth (B)(6)). The study nurse, reported that this is not related to study device and not related to surgery procedure.

Manufacturer narrative:
No further investigation is required at this time. This product experience report was raised to document the death of a pt involved in a clinical study. The reported devices were implanted in (B)(6) 2007 and the pt died in (B)(6) 2010. There is no indication of any fault with the reported devices. It is reported that the pt's death is unrelated to the implanted devices and surgical procedure.